Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that intermittent catheters were missing the blue sticker on them which was making it difficult to use. Per follow up via phone on 16jan2025, it was reported that the packets were missing the blue sticker, and it was a major inconvenience for the customer. They also stated that they used 16fr and 14fr catheters. Customer said that catheters were jammed into a box and wrinkled making it hard and difficult for them to use. 16fr catheters was wrinkled and difficult to use. 14fr catheters had pressure in the pack and blistered.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that intermittent catheters were missing the blue sticker on them which was making it difficult to use. Per follow up via phone on 16jan2025, it was reported that the packets were missing the blue sticker, and it was a major inconvenience for the customer. They also stated that they used 16fr and 14fr catheters. Customer said that catheters were jammed into a box and wrinkled making it hard and difficult for them to use. 16fr catheters was wrinkled and difficult to use. 14fr catheters had pressure in the pack and blistered.